Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks in a single episode for supraventricular tachycardia (svt). Tachycardia therapy was exhausted as a result. Technical services (ts) reviewed the stored episode and noted the rate of the svt was just over the rate of the shock zone, which, was programmed to 200 beats per minute (bpm). Ts discussed the option of increasing the rate of the shock zone if treatment for this rhythm is not wanted. No adverse patient effects were reported. This device remains in service.